Manufacturer narrative:
11/6/17 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - power supply has a broken igniter board. Left panel is cracked. Top trim is missing clips. Bracket is melted and tab is broken. Mirror is out of place and cracked. Attenuator switch has contamination on leads. Attenuator wheel is melted. Control board has a broken connector where the fan harness plugs in. New p/s s/n (B)(4). New lamp assembly. S/n (B)(4). Replace - mirror, bracket, left panel, top trim, control bd, attenuator wheel, attenuator switch, wire lamp, power supply, lamp, and wire lamp. This repair was authorized to be done. Device history evaluation: device history review found no anomalies for the reported incident. Conclusion: the reported complaint was confirmed. Also, the heat extended mirror was found out of place and cracked, its holder was broken. This damage allowed the full intensity of the beam to pass through to the front assembly and the bezel. This condition resulted in melting of internal components and is considered to have resulted in the burning smell as reported. No manufacturing or design related issues were confirmed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports fan in back of unit is not operating and unit smells like a fire after the lamp is fired up for a few minutes. (B)(6) 2017 customer has no further information.